Event description:
Upon inspection of a lap-band product, it was noted there was a "somewhat brittle" hole near the connector.

Manufacturer narrative:
Taper unknown. The product associated with this report will not be returned for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector with this complaint because no serial number was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."